Manufacturer narrative:
The complaint catheter was returned and reviewed. A clean longitudinal balloon burst was confirmed. A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. (2) comparative catheters were pulled and tested for rated volume. 1st comparative was a 9.5mm device - different catalog number but the lot used the same balloon tubing as the complaint catheter. The catheter was inflated and balloon burst at a volume of 2.0ml (cc), which is double the labeled rated volume of 1.0cc (ml). The 2nd comparative was a 13.5mm device - the same catalog number as the complaint device, but a different lot number. This device used the same balloon tubing as the complaint catheter. The catheter was inflated and the balloon burst at 3.0ml (cc), which is well above the labeled rated volume of 2.0cc (ml). Additional questions were asked to help determine the cause of the balloon burst, but no additional information was received.

Event description:
As per the report from the foreign distributor - rupture of the balloon, longitudinally. Additional information received - after puncture of the right femoral vein, a 6f sheath was placed. The z5 balloon was advanced without any difficulty, guided by echocardiography to the left atrium. Upon inflating the balloon, and reaching 2ml of 0.9% fs, we observed a ruptured balloon. The analysis after its removal, we observed a complete rupture in the longitudinal direction.

Manufacturer narrative:
Follow-up 12/17/2021 - device initially reported as spt002. Upon review it was determined that the catalog number was actually spt003. It was also not confirmed as to whether this was the initial use of the device, or if the device had been re-processed and re-used even though it is labeled as a single use device only. The complaint catheter was returned and reviewed. A clean longitudinal balloon burst was confirmed. A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. (2) comparative catheters were pulled and tested for rated volume. 1st comparative was a 9.5mm device - different catalog number but the lot used the same balloon tubing as the complaint catheter. The catheter was inflated and balloon burst at a volume of 2.0ml (cc), which is double the labeled rated volume of 1.0cc (ml). The 2nd comparative was a 13.5mm device - the same catalog number as the complaint device, but a different lot number. This device used the same balloon tubing as the complaint catheter. The catheter was inflated and the balloon burst at 3.0ml (cc), which is well above the labeled rated volume of 2.0cc (ml). Additional questions were asked to help determine the cause of the balloon burst, but no additional information was received.

Event description:
As per the report from the foreign distributor - rupture of the balloon, longitudinally. Additional information received - after puncture of the right femoral vein, a 6f sheath was placed. The z5 balloon was advanced without any difficulty, guided by echocardiography to the left atrium. Upon inflating the balloon, and reaching 2ml of 0.9% fs, we observed a ruptured balloon. The analysis after its removal, we observed a complete rupture in the longitudinal direction.